Event description:
Pt reported that the tape that was last sent to her was melted and the box was swollen. It looked like it was stored or shipped in excessive heat. Pt reports that the inner piece on the tape has come loose and the tape looks like an accordion or a slinky. Unknown if pc caused pt an adverse event or to miss a dose, unknown if pt has defective product for return. Lot number unknown. Reported to (B)(6) by: patient/caregiver.